Event description:
(B)(4). Upon insertion I bled non stop for three months, about two months after insertion the pelvic pain started. Over a period of two years I suffered constant pelvic pain, headaches, hair loss, lower back pain, memory fog, chronic fatigue, mood swings, anxiety, depression, hot flashes and irregular periods.